Manufacturer narrative:
The insulin pump powered up properly after the test battery was installed and there was no blank display. The device had no button response due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. The insulin pump was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. The device had a cracked keypad overlay, a deep scratch on the keypad overlay, pillowing keypad overlay and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 150 mg/dl. The customer was assisted with the troubleshooting and display did not return. The customer also reported that the insulin pump alarmed multiple pump errors. The customer also reported that there was dent on the center button. The insulin pump will not be returned for the analysis.